Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 206 mg/dl. Customer stated that he had bubbles in the tubing. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer stated that he was told that he would be sent samples of the shorter cannula infusion set because he has thick skin. No additional information provided.